Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/30/2016, that the receiver read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a transmitter failed error could not be confirmed as the unit has not voltage. The root cause was unable to be determined post investigation.